Event description:
Pt with good control of their chronic pain syndrome with the pump for 2 years. Pt recently developed lack of pain relief. Investigation of the pump showed a rotor stall in the pump. Pt was admitted to the hospital and underwent surgical replacement of the pump.